Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed in half. Both segments were returned. Visual inspection noted the entire lead, including the conductor coils, was stretched. Blood/body fluid was noted in the lead lumens and the helix was partially extended with tissue in the helix. Detailed analysis noted multiple trilumen insulation abrasions on the lead segments. Each of the abrasions was reviewed and were determined to be either the result of lead-on-can or lead-on-lead interaction except one area which appeared consistent with damage due to a suture being tied directly onto the lead insulation. All of the insulation damage was in the area of the device pocket. An area of conductor coil damage was also confirmed. This damage is the most likely cause of the observed noise, oversensing, inappropriate therapy, and low pacing impedance measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that noise resulting in oversensing and inappropriate shock was seen on this right ventricular (rv) lead. Insulation damage was alleged, and it was noted that low out of range pacing impedance measurements were also evident. A revision was planned. No adverse patient effects were reported. A revision procedure took place and the lead was explanted. Upon explant insulation damage was seen. The lead will be returned, while the device was also explanted due to a new df4 lead being used thus requiring a new device.